Event description:
A customer contacted baxter technical services (bts) regarding assistance with usually having 4 cycles on the homechoice machine (hc). The home patient(hp) stated that he is in dwell 5 of 5. The technical service representative(tsr) reviewed the home patient (hp)'s programming. The tsr advised the hp that the hc has a program of 5 cycles. The tsr assisted the hp to bypass the dwell. The nurse was contacted on (B)(4) 2011. The nurse stated she was not sure how the home patient had performed a therapy where 5 cycles were present. The nurse stated that the home patient did not develop any adverse reactions or require any medical intervention. The nurse stated the home patient's therapy is correct now and he is currently performing therapy without any complications. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for program changed by device was confirmed. The root cause was not identified. A service history review revealed that this device was previously serviced and passed functional and electrical tests and was functioning within specification. A device history review was conducted. No nonconformities, failures, rework or deviations were identified that may have contributed to the reported issue of program changed by the device.